Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient presented for normal follow-up and found there was lead noise with high impedance due to device at eri. The patient was asymptomatic. The lead was removed from the device, tested on, and was visually inspected to be okay. The patient was fine.